Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed charring at the proximal end of the tube extension, near the main tube interface. The charred area indicates an arcing event occurred. Engineering also observed a broken tube extension, where the tube extension is dislodged from the main tube. The entire tube extension wall is circumferentially broken at the base of the axial keys and as a result, the tube extension can be rotated 360 degrees. It was determined that the damage may be due to excessive side loading or other type of mishandling, which likely contributed to the arcing event. No other damage was found. The hospital reported that the tip cover accessory was discarded, therefore, evaluation of the tip cover accessory could not be performed.

Event description:
It was reported that during a da vinci s prostatectomy procedure a nurse observed that the plastic part of the tip of the monopolar curved scissors (mcs) instrument and the tip cover accessory installed on the instrument were burnt out. It was determined that electric energy leaked through the instrument and tip cover. No patient harm, adverse outcome or injury was reported.